Event description:
The hearing performance with the device was affected. The father of the recipient reported that the child fell from the first floor around (B)(6) 2019. The recipient has been re-implanted with a new device on (B)(6) 2021.

Manufacturer narrative:
Conclusions: the device investigation revealed mechanical damage to the stimulator electronics substrate that is typical for severe external impact to the housing. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The father of the user reported that the child fell from the first floor, ten months ago ((B)(6) 2019). There was bleeding from the ear and the child was treated in a neuro specialty hospital for nine days.

Manufacturer narrative:
Additional information: based on the information and measurements received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The father of the user reported that the child fell from the first floor, ten months ago ((B)(6) 2019). There was bleeding from the ear and the child was treated in a (B)(6) for nine days.